Manufacturer narrative:
Additional data: d4, d9, h3, h4. Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A health professional reported that the tip of an aleutian tlif ii straight inserter inner shaft fractured off intra-operatively. The procedure was completed successfully with no surgical delay.